Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The bpa was received on (B)(6) 2021 and on (B)(6) 2021, the patient presented to the hospital with complete heart block with a low heart rate. The device was interrogated and a loss of capture was observed. The device was explanted and replaced urgently. Abbott technical support reviewed this event and the device was at end of service (eos) and states the loss of capture may be due to low battery voltage. The patient was in stable condition following the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.